Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record (DHR) review was unable to be performed as the DHR associated with this device is not available. This device was manufactured prior to may 2009 where it was identified a robust DHR indexing and handling process was not in place. An action implemented a serial number logbook to correct this issue. Using the machine-repair reports and the repair sites folders on livelink to query for all repairs on serial number (B)(4) prior to 25 february 2019, the device was noted to have not been previously repaired. The reported event was confirmed by the service technician who performed the evaluation of the device. On 25 february 2019, it was reported from (B)(6) hospital that the spindle on a mesher would not turn once the board was engaged on (B)(6) 2019. The customer returned a zimmer skin graft mesher serial number (B)(4) as well as a 2:1 cutter serial number (B)(4) and 4:1 cutter serial number (B)(4) for evaluation. Evaluation of the device on 25 february 2019 noted that the bottom roller and gear were worn and needed to be replaced. Upon further evaluation, it was found that the inner surface of the handle was worn, the inside edge of the side plates were worn, and that the comb, shoulder bolts, washers, and nuts needed to be replaced. Both of the returned cutters were found to have not produced an adequate mesh and were deemed non-repairable. The quote was sent to the customer and the customer denied the quote. The device was then returned to the customer without further incident. The device was tested and inspected. Reference number 300162370, 300162373, 300162375 on 25 february 2019. While the service technician found that the roller was worn, which would prevent the roller from properly grabbing hold of the dermacarrier during use, it cannot be determined from the information provided as to what caused the wear to the components. Therefore, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the spindle was not turning once board was engaged. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
(B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental medwatch will be filed.

Event description:
It was reported that the spindle was not turning once board was engaged. No adverse events were reported as a result of this malfunction.